Event description:
The customer reported to olympus, the colonovideoscope was having poor air supply. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign matter came out from the nozzle. The event occurred during an unspecified diagnostic procedure, and the insufflation was performed using a syringe. The intended procedure was completed using a the same set of equipment. There were no reports of patient injury or harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. In addition to the reportable findings documented in b5, the additional evaluation found the following: due to wear of angle wire the bending angle in up direction does not meet the standard value, plastic distal end cover (c-cover) had a scratch and a dent, the adhesive around light guide lens (lg lens) was peeled and cracked, the adhesive around objective lens was peeled, the switch 4 (sw4) had wear, the connecting tube had a scratch, the paint on suction cylinder (s-cylinder) was peeled, control unit had a crack, due to clogging of nozzle the water removal ability and water supply volume does not meet the standard value, the adhesive on bending section cover (a-rubber) had white-clouded area, crack and a chip, due to wear of the angle wire, the play of the up/down and right/left knobs were out of standard value, the paint on air/water cylinder (aw-cylinder) was peeled, due to adhesive peeling around objective lens, the streak of flare appears in the image, the protector of universal cord on control section side had a scratch, the universal cord had a scratch, the connecting tube had a scratch, the control unit had a crack, due to wear of angle wire, the play of upward/downward angulation control knob (u/d knob) was out of the standard value, the paint on suction cylinder (s-cylinder) was peeled. As upon evaluation, foreign objects were found in the nozzle; this has been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized (cds) the product before it was sent in for repair. There was no delay/lag time between the end of clinical use and the start of pre-cleaning. There were no abnormalities in the accessories used for reprocessing. According to the customer, the following details regarding the cds process were unknown: if the customer flushed the air/water nozzle with water and air, if the customer wiped/brushed the air/water nozzle with clean lint-free clothes, brushes or sponges, if the customer flushed the air/water nozzle/channel with detergent solution. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed: however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The subject event can be detected and prevented by implementation in accordance with the below instructions for use (IFU): instructions, operation manual of gif/cf/pcf-290 series chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions, reprocessing manual of gif/cf/pcf-290 series chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.